Manufacturer narrative:
Siemens investigated an internal complaint for the advia chemistry xpt instrument that found a reagent mixer 1 (rmix1) rotational mix sensing error, or a reagent mixer 2 (rmix2) rotational mix sensing error was not producing the expected instrument behavior for such an event. Siemens found the observed behavior was when a failure of the rotation motor occurs, generate a single mix failure message in the alarm log, flag only the initial test result of the first sample where the failure occurred and produce test results for subsequent tests without a test result flag, until the instrument stops processing samples. An urgent medical device correction (umdc) (B)(4) was sent to us customers and an urgent field safety notice (ufsn) (B)(4) was sent to outside the us (ous) customers in may of 2021. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure correct operation of the systems. The umdc and ufsn delineate that software (B)(4) will be released soon to resolve these behaviors. To date, there are no allegations of injury due to this behavior.

Event description:
Siemens investigated an internal complaint for the advia chemistry xpt instrument that found a reagent mixer 1 (rmix1) rotational mix sensing error, or a reagent mixer 2 (rmix2) rotational mix sensing error was not producing the expected instrument behavior for such an event. There are no known reports of patient intervention or adverse health consequences due to the rotational mix sensing behavior.